Event description:
Device malfunction: knot could not be delivered. Time of malfunction: during vessel closure. Symptoms/ae: groin and testicle pain. Time of symptoms/ae: two days post procedure. It was reported that a technician trained in the use of the perclose a-t device attempted arteriotomy closure of the common femoral artery after an unknown procedure. Reportedly, after retrieving the sutures, the knot could not be delivered. Hemostasis was achieved with manual compression. Two days post procedure, the patient complained of groin and testicle pain. An angiogram revealed stenosis of the vessel. The vessel was dilated with an unknown balloon catheter which improved the arterial flow; however, the patient was still complaining of pain. Additional information has been requested, but not provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.